Event description:
This is a report received by pfizer on 22-nov-2006 for efferdent-formulation unspecified. This report will be submitted to efferdent anti-bacterial denture cleanser. A consumer reported his male friend (age unspecified) ate an efferdent tablet (formulation, frequency, date and indication unknown). Afterwards, he was vomiting blood. As of 22-nov-2006, it was unknown if product use was continued and the outcome of the events was unknown. No further information was available on attempted follow-up.

Manufacturer narrative:
This product has not been returned for failure analysis/laboratory testing. User error may have contributed to the event.